Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in a midly calcified vessel. A 4.5-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.